Event description:
It was reported by the affiliate that during a diep-lap procedure, alone through setting the clips the vessel was cut and went in further consequences to a massive bleeding (the vessel had a diameter of ca. 3mm). The use of the device was absolutely correct. The surgery time was prolonged by 15 minutes, and there was loss of blood. The surgeon alloyed the vessel. There were no adverse consequences for the patient. Six devices will be returning. (B)(4).

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how much blood loss? Not much, the surgeon alloyed the vessel immediately after setting the clip. Was blood product administrated? No. Were the clips formed properly? Please describe the shape of the clip. The clip was formed properly as usual, the shape was normal, however it seemed that the clip was sharp und cut the vessel. What is the patients current status? The patient is alright, there were no consequences for the patient. Which firing of the device did this event occur on? First firing of the clip. What vessel or structure was the device fired on at the time of the event? On an artery, diameter of 3mm. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown.

Manufacturer narrative:
(B)(4). Six devices were received inside their original package and in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.